Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose levels were reported. It was stated that the customer kept giving herself boluses all day and later she was admitted in the emergency room. It was stated that the customer broke her arm and was on medication. It was reported that the batteries were removed when the customer was in the hospital and settings in the pump were lost. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.